Event description:
Healthcare professional reported a lap-band port leak. It was reported that the "pt [patient] came for fill" and it "had been almost 2 years since we'd seen [the patient]." The patient "called 1 week later and [the patient] was not getting good restriction." At the following appointment, the patient "should have had 14.8 in band, only could draw back 14. Added another .3." The patient reported "still not getting restriction." The patient "came back and we could only draw back 9. Added 1.5. Patient still not getting restriction." At the following appointment "only 7 in band." The port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."